Event description:
A customer contacted baxter to report of black spot found on the supply line. There is no patient involvement.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requesteda follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4).one unused set was received in reference to particulate matter. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was visually inspected and noted set containing several embedded particles in the tubing. This complaint for particulate matter was confirmed in the lab. A root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.